Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board and internal battery were replaced to address the issues. During evaluation, the device's flow sensor assembly was found to be cracked. The device had physical evidence consistent with being dropped. The device's flow sensor assembly was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilators power management board, internal battery and flow sensor assembly was replaced to address issues found during evaluation. There was no harm or injury. During additional evaluation, the device failed a test step and was not charging the internal battery. The device's detachable battery cable was replaced to address the issues.